Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A clinical manager reported that during a cataract extraction with intraocular lens implant procedure, there was no phacoemulsification power. The handpiece and cassette were exchanged with no resolution to the issue. The case was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. However, the printed circuit board (pcb) ultrasound (u/s) controller was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 26, 2015. Based on qa assessment, the product met specifications at the time of release. The reported event was not replicated, as the system was found to meet specification. Therefore, the cause of the reported event remains inconclusive. (B)(4).